Event description:
Four skin staple removers from the same lot were defective. No harm to patients. Devices were not saved, nor patient info provided. Different users involved. In two instances, the tip broke while removing staples. The prongs bent on another one. The fourth one was difficult to open and close correctly.